Event description:
It was reported that the customer was experiencing high blood glucose of over 350 mg/dl. It was stated that the infusion set was removed and the cannula was bent, but the insulin pump did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.